Manufacturer narrative:
It was determined that the failure occurs under the following conditions: the sphere is compressed without a rod in place. In this scenario the range of compression is not constrained by the rod and the sphere can compress beyond the material yield point resulting in permanent deformation. At this point, a rod can not fit in the sphere or the sphere breaks. The sphere with a rod inserted can dislodge from the inner shaft. This can occur when a large moment force is created during insertion of the rod. The main root causes were identified as the mechanical structure of the instrument's tip not being durable enough to withstand high loads and the o-ring being susceptible to plastic deformation when the instrument is tightened without a rod.

Event description:
(B)(6) reported via our sales rep, (B)(4), that the olive of the inner shaft is defective. It is not possible to keep the mantis rad rod with the mantis inserter shaft.